Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead displayed high pacing threshold, impedance, and small p-waves. It was reported that the patient experienced symptoms of pacemaker syndrome due to the loss of av synchrony. The patient was seen for a revision procedure where evidence of clavicle-first rib crush was seen. The lead was surgically abandoned and replaced.